Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax0.75in prn/ec slm leaked infusion treatment. The following information was provided by the initial reporter, translated from chinese to english: when intravenous infusion is given to the patient, if leakage is found at the handle and connecting tube of the closed intravenous indwelling needle, the indwelling needle should be pulled out immediately, replaced with a new closed intravenous indwelling needle, and punctured again.

Manufacturer narrative:
1. DHR/bhr review(lot#3016118): 1) this batch of products were assembled at intima ii auto line 3 in march 2023, and packaged at cfs package line in march 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect state of the complained sample cannot be confirmed, the root cause of the leakage cannot be determined.

Event description:
No additional information provided.